Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer reported software error detected alarm. Customer was able to successfully resolve the alarm. Customer was also able to rewind the insulin pump. Troubleshooting was performed. The insulin pump passed the self-test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.